Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead due to t-wave oversensing (twos). The rv lead triggered a lead integrity alert (lia) for high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The lead has diminished r-wave sensing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 800sr30 heart ring, implanted: (B)(6) 2019. 900sfc232 heart band, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.